Event description:
Complainant alleged that during transport of the patient, the autopulse resuscitation system performed several compressions and then stopped working. Medic reverted back to manual CPR. Complainant indicated that information regarding outcome of the patient could not be provided. However, no adverse patient sequelae was reported. No error messages were reported. No additional details were provided.

Manufacturer narrative:
Zoll circulation has received the product and will be providing a follow-up report when our investigation is completed.